Manufacturer narrative:
There was no rx acculink device malfunction reported. Neurological events and intracranial bleeds are known potential adverse events associated with the use of the device as listed on the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: small intracranial bleed. Time of ae: thirty two days after the procedure. It was reported that 32 days post an uneventful left internal carotid artery stenting procedure, the pt experienced some right-sided tingling which was diagnosed as a small intracranial bleed. There was no treatment provided, but the pt was rehospitalized. In 2009, the event resolved. There was no additional info provided.